Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing a fall. Upon evaluation, a hematoma and system infection were observed. Subsequently the system was explanted. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.